Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified battery/power issues was reported with the adc device and customer was unable to obtain readings. Customer reported "the reader no longer charges¿ and as a result experienced drowsiness and had loss of consciousness. The customer was unable to self-treat and was hospitalized for an unknown duration where they received unspecified treatment by a healthcare professional (hcp) for a diagnosis of hypoglycemia. No additional treatment or medication was reported. There was no report of death or permanent injury associated with this event.

Event description:
An unspecified battery/power issues was reported with the adc device and customer was unable to obtain readings. Customer reported "the reader no longer charges¿ and as a result experienced drowsiness and had loss of consciousness. The customer was unable to self-treat and was hospitalized for an unknown duration where they received unspecified treatment by a healthcare professional (hcp) for a diagnosis of hypoglycemia. No additional treatment or medication was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.